Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, episodes of non-sustained oversensing due to post-paced t-wave oversensing were noted on the device. Technical support was contacted and device reprogramming was conducted. The device was subsequently explanted and replaced to resolve the event as the device has reached its elective replacement interval. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.